Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694958 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and undersensing was also observed on the egm. The patient experienced a syncopal episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that more than 4 years later, the patient had intermittent atrial undersensing observed on the presenting electrogram as well as on stored episodes.